Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a 4 level spine procedure on an unknown date and topical skin adhesive was used. Following the procedure, the surgeon noted seepage coming through the topical skin adhesive. Additional information has been requested.